Event description:
Implant date: 2003. At an unk date it was discovered that a rod broke in half below the crosslink plate. Explant date: 2003. Doctor replaced broken rod with new rod. Pt fused below break, but not above break. Pt is reported to be doing fine.